Event description:
Consumer called to report her meter is inconsistent with lab readings. Analysis run on clark error grid using lab reading (38) as reference point vs. Bd readings (85) yielded some data points in the d range of the grid, outside acceptable limits.